Event description:
An erratic readings issue was reported with use of the abbott diabetes care (adc) device. The customer received unspecified "rapid decline and zigzag pattern" sensor scan results and was given shake, coke and banana by a third-party. The customer also had their normal breakfast. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.